Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Middle aged man had surgery for ruptured acl. Once surgery performed patient discharged after 2 days but a week later had pain in his knee. This was diagnosed as an acute reaction to prosthesis. This did not heal and the surgeon decided to reoperate. Then the problem was solved.

Manufacturer narrative:
The complaint device has not been returned and no further information has been provided till date that would help in the investigation. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the information provided, it cannot be determined if the reported issue was due to device or procedure. A root cause for the reported failure cannot be discerned. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Middle aged man had surgery for ruptured acl. Once surgery performed patient discharged after 2 days but a week later had pain in his knee. This was diagnosed as an acute reaction to prosthesis.this did not heal and the surgeon decided to reoperate. Then the problem was solved.